Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. The customer was unable to lower her blood glucose with a bolus and thus treated herself with a manual injection. The customer explained that she had been very stressed, which typically made her blood glucose rise. While troubleshooting, the customer reported nausea, tiredness and thirst as symptoms related to her high blood glucose. The customer stated the drive support cap appeared normal. However, the customer's insulin pump failed the high pressure test twice. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.